Event description:
Customer reported a malfunction on the pump, where the screen was dark and would not turn on despite troubleshooting efforts. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.